Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open resection of duodenal gastrointestinal stromal tumor, while stapling across the duodenum at the base of the tumor, the surgeon was able to complete a full squeeze of the handle to close the device and complete the firing squeeze, the tissue was cut but the staples did not deploy. The wound was closed by hand sutures. There was unintended tissue loss and tissue damage. The surgical time was extended by 30 minutes and the hospital stay was also extended by a week. The patient was readmitted due to a leak.